Manufacturer narrative:
No product available to be returned.

Event description:
It was reported that the patient experienced unconsciousness due to low blood glucose. Before passing out the patient's blood glucose level was 91 mg/dl. She felt that the result was higher than her symptoms. She reported that her normal blood glucose range is 70-90 mg/dl. Her husband treated her with five glucose tablets and she regained consciousness. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.